Event description:
It was reported in an article reviewed by manufacturer that the vns patient experienced an asystole event intra-operatively upon initial implant of the vns device, during lead test. The following is the summary of this patients event according to the information in the referenced article. It was reported in the literature that the vns patient experienced asystole intraoperatively, under anesthesia, from which the patient recovered uneventfully after stopping the stimulator. Attempts to obtain additional information are underway.

Manufacturer narrative:
Aziz, e, radcliffe, j.j. "Vagal nerve stimulators and anaesthesia: 1." Anaesthesia 2001; 56: 1209.